Event description:
This is the second time this event occurred (the first event was october 30, 2024). While inserting a PICC line and advancing the guidewire, resistance was encountered. Under fluoroscopy, it was identified that the guidewire folded/bent on to itself. Attempting to remove the guidewire, it became "stuck" and broke off in the patient's subcutaneous tissue of the patient (this is identical to the first event). In both events, there is an approximate 1-2 mm retained piece of the guidewire. Staff inserting the PICC line were all appropriately trained and have been doing these procedures for multiple years without any incident. These two events are the first events ever identified at our organization. Reference report mw5165131.